Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, regarding needles becoming detached from threads during surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: for the latest products reported (vcp341h, lot xpbbkzj0, and w9948, lot axo389): how many procedures/patients were affected for each product code? 1 in each product for each involved patient event, how many devices demonstrated the alleged deficiency? 3 were there any patient consequences reported? Just for the code w9948 where the suture detached from the needle and the needle embedded in the patient's perineum and she had to go to main theatre from maternity to have it removed. When did the alleged deficiency occur (upon removal from the package, during handling prior to use on the patient, during passage through tissue, during tying, or post-operatively)? If the timing differs, please explain. Passing through the tissue in all scenarios with no tension reported. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6) please also provide us with an update with regards to the product return. Have you already returned the product for analysis? Yes (if yes, please confirm the date shipped and the courier tracking number) I¿ve sent on the previous email the tracking details. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Corrected d4 catalog number. Corrected e1. Additional information: b1, b2, h1, h4. Additional d4 expiration date. Additional information: h6 type of investigation. Additional information: h6 health effect - impact codes. Additional information requested: lot number ax0389 is associated with product code w9927. Is the correct product code w9927? (Lot number ax0389/ product code xcw9927 was returned for evaluation). Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before or during use? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Confirm that the needle was removed from the patient. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Additional information was requested, and the following was obtained: rep advised sent off correct items and no further information to provide at this time